Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was missing from the sensor. The customer noted the issue during insertion at their belly. Customer's blood glucose was 307 mg/dl. The customer declined to return the sensor for analysis.